Event description:
It was reported that the resection sheath had the ceramic head damaged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation it is likely due to component failure of the ceramic head (insulation beak) and inadequate or improper maintenance. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.